Manufacturer narrative:
Exact date unknown, event occurred eight months ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16625501.

Event description:
It was reported that the patient was experiencing inadequate stimulation and tenderness around the ipg site. All device components were explanted and will not be returned.